Manufacturer narrative:
Device codes: 4003 labeled. Correction: removed device code 2507. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the leaflet moving from the clip could not be determined. The reported recurrent mr was due to the partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: on (B)(6) 2019, echocardiogram noted that the leaflet moved out a little from the clip. A single leaflet device attachment (slda) did not occur. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report single leaflet device attachment (slda) it was reported that on (B)(6) 2019, on clip was implanted reducing grade of 3-4 mixed mitral regurgitation (mr) to grade 1. On an unspecified date, echocardiogram was performed, which found that the clip had detached from one leaflet and remained attached to the other leaflet (slda), and mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted stabilizing the slda clip. Mr was reduced to 1-2. No additional information was provided.